Manufacturer narrative:
The suspected part was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) tech verified that the touch screen passes all flex cable resistance verification testing. In addition, the pil tech also verified that the touch screen passes all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen, this investigation has resulted in a no problem found."

Manufacturer narrative:
Institution phone number (B)(6).

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) evaluated the device, and reported that there was a misalignment in the touch position. A calibration was performed; however, the issue was not resolved. The se replaced the touchscreen to resolve the issue.